Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 4.00 x 32mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. After removal, the proximal part of the stent was found to be lifted. The procedure was completed with a 2.25 x 28mm synergy xd drug-eluting stent. No patient complications nor injuries were reported.